Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to fluid and display went blank. Customer¿s blood glucose was 84mg/dl. Customers stated that she had to go to emergency room to obtain back up plan on july 16,2018. Customer previously stated that insulin pump was not working and got software alarm and blood glucose was 78mg/dl. Customer stated that display did not return even after troubleshooting. Insulin pump will be returned for analysis.

Manufacturer narrative:
Constant critical pump error alarm and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. No blank display anomaly noted. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.